Manufacturer narrative:
Device was returned on (B)(6) 2012, however, no evaluation was performed due to the product being unable to locate. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The unit is not alarming with disconnected from a power supply.